Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73c2200521 investigation did not show issues related to the complaint.

Event description:
Reported issue: the staples were jamming.